Event description:
The consumer¿s spouse reported that the therapy stopped about two months prior to the report due to power on reset (por). It was noted that the implantable neurostimulator (ins) stopped working and the patient was no longer feeling stimulation the patient was connecting with their patient programmer (pp) when the information por was seen and it was unknown if the por was related to an overdischarge event. There were no reports of trauma/falls, recent medical tests or emi environmental exposure. The por error code was cleared through troubleshooting and the patient was receiving adequate therapy but when the stim was turned back on, it was too high. The patient¿s spouse then decreased the stim to 0.65 v. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.